Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. The device was received with a mandrel inserted. A visual and microscopic examination found no issues with the tip section of the device. There were no issues noted with the profile of the device¿s stent. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken 255mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination also found that the hypotube was kinked close to the break sites. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-dec-2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified and moderately tortuous left circumflex (lcx) artery. A 32 x 2.25mm taxus¿ liberté¿ stent was selected to treat the lesion; however, the device was unable to cross the target lesion. No patient complications were reported. However, returned device analysis revealed hypotube break.